Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was unable to enter into MRI mode due to high impedances. As such, surgical intervention occurred and a lead was explanted and replaced to address the issue. The investigation did not determine which lead had high impedances.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000090655.